Event description:
The customer reported a ventilator needs calibration for touchscreen. Patient involvement information is unknown but has been requested. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). Multiple attempts were made to retrieve device repair or diagnostic information and patient involvement information, however, yielded no response from the fse. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened.